Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump¿s screen was frozen and customer was unable to bolus. Customer¿s blood glucose was 9.6 mmol/l. Customer stated that nothing happening on pump when pressing buttons and the time clock does not advance. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no frozen display noted during testing. (B)(4).